Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump was going into threshold suspend off of inaccurate sensor glucose readings. Blood glucose reading was 110 mg/dl. Customer mentioned that the sensor wasn't calibrating correctly and it would alert for sensor change. The customer had been running low on sensors due to having to change them out prematurely. The insulin pump alarmed for threshold suspend when the sensor glucose was 60 mg/dl. The blood glucose reading at this time was 110 mg/dl. Customer stated that she calibrates the sensor everytime she eats and when it alerts. The customer calibrates 5 times a day. Offered to replace the sensor but the customer refused. Nothing further reported.